Event description:
It was reported through the article "extended support of heartmate 3 with transseptal left atrial cannulation using a modified wire-reinforced graft: a case report" that the heartmate 3 (hm3) may be associated with right ventricular failure, bleeding, acute kidney injury, and infection. This case study followed a 65-year-old male that was diagnosed with multiple myeloma (mm) and cardiac amyloidosis. Guideline-directed medical therapy (gdmt) was used to treat heart failure secondary to restrictive cardiomyopathy with a small left ventricle (lv). However, after three chemotherapy courses for mm, the patient developed refractory acute decompensated heart failure. They underwent urgent heartmate 3 implantation as a bridge to chemotherapy and bridge to candidacy. The left atrium (la)-to-aorta configuration for heartmate 3 implantation was adopted and performed by trans-septal left atrial cannulation using a modified intergard woven vascular graft. A temporary right ventricular assist device (rvad), femoral vein drainage then return to the main pulmonary artery, was used for post-operative right ventricular failure. Post-implant recovery was complicated by bleeding, acute kidney injury, and systemic reactivation of varicella zoster infection. The rvad was then successfully removed on post-operative day (pod) 106. They had been readmitted three times: twice due to driveline infection and once due to covid-19. The patient¿s international normalized ratio (inr) was kept around 1.5, and no bleeding or thromboembolic events were reported during follow-up. On the premise of adequate left atrial unloading and end-organ perfusion, the site had set a lower pump speed to allow for left ventricular washing via the aortic valve opening at every heartbeat. At the time of the report, the patient had been smoothly supported with the la-to-aorta configuration of heartmate 3 for 36 months.

Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as the date of publication 06may2025 since the date of data collection was not provided. Department of cardiovascular surgery, national taiwan university hospital, no. 7, zhongshan s. Rd., zhongzheng dist., taipei city 100225, taiwan. Department of cardiovascular center, cathay general hospital, no. 280, sec. 4, ren'ai rd., da'an dist., taipei city 106438, taiwan. 1. Fu h, lou w, chou h, chen y. Extended support of heartmate 3 with transseptal left atrial cannulation using a modified wire-reinforced graft: a case report. European heart journal.case reports. 2025;9(5): ytaf225. Https://dialog.proquest.com/professional/docview/3206228741?accountid=152602. Doi: http://dx.doi.org/10.1093/ehjcr/ytaf225. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.